Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and underwent mesh implantation concurrently with laparoscopic abdominal hysterectomy, lysis of adhesions, cervical suspension for stress urinary incontinence, menorrhagia, dysmenorrhea, cervical prolapse and pelvic pain. It is also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and underwent mesh implantation concurrently with laparoscopic abdominal hysterectomy, lysis of adhesions, cervical suspension for stress urinary incontinence, menorrhagia, dysmenorrhea, cervical prolapse and pelvic pain. It is also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This report is a 30 day initial report, sent as follow-up 1 due to emdr duplicate error.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic supracervical hysterectomy and cervical suspension.